Event description:
It was reported that the user experienced recurrent low blood glucose at least once daily while using the ilet and inquired about taking an additional external insulin dose (tresiba) per their healthcare provider; the agent advised that taking outside insulin while connected to the pump is not recommended and that, if taken, the user should disconnect from the ilet for 1.5 to 2 hours. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of the event details and device use guidance. Investigation of this case revealed no device malfunction was reported and highlighted potential confounding from concurrent external basal insulin administration while using the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.